Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report filed (B)(6), 2011.

Event description:
It was reported that patient underwent a procedure utilizing a meniscal repair device on (B)(6), 2011. During the procedure, one device was attempted for use and would not deploy the anchor. Another device from the same lot was attempted for use with similar results. The procedure was completed with no injury to the patient and there was no significant delay to the procedure as a result.